Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported an 81-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The physician was aware of the patient¿s poor peripheral circulation and decided to proceed with impella cp implant. The patient¿s extremity became cool, and the pulse was absent. Arterial study performed and confirmed decreased flow and the decision was made to explant the impella. The patient was reported as stable.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. Added- h6 component code 925 f6/f8 should have been left blank in the initial report.